Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod dash® insulin management system ¿ user guide (model: pdm-int2-d001-mm pt-000002-gbr-eng-mm-aw rev. 004 11/20, 3 changing your pod / page 40) warnings: do not use a pod if it is past the expiry date on the package.

Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen) after feeling insulin on the skin. The patient went to the hospital due to experiencing vertigo and headaches. The patient had high bg's and ketones. At the hospital, the patient was given insulin and monitored and discharged in the morning.